Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of an implanted single-piece lens. A metal hook was visible over the optic center. The area of interest appeared to be above the hook. A mark or material was visible at the optic center. The area may be a scrape mark. Unable to determine from the photo, unable to determine if this is on the anterior or posterior surface. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during intraocular lens (iol) implantation procedure, the surgeon noted a central defect on the iol after it was placed in the patient¿s eye. Due to patient's anatomy, the surgeon elected to leave iol in eye.